Event description:
It was reported that a patient sustained a burn after undergoing an MRI of the knee. The patient was positioned for the exam with their right thigh against the bore of the scanner. The patient had on jeans and no padding was used as confirmed by the customer. Per the customer they were unaware that ge recommends padding on all patients that come in contact with the bore. The patient had the squeeze ball alarms, but never utilized it. The technologist that scanned the patient also verbally checked in with the patient but the patient did not report warming during the exam. The patient stated feeling warm after the scan but reportedly stated she was fine and went home. At home the patient discovered the burn. The patient returned back to see her physician within an hour after the exam, which is when the site was alerted to the burn. The site confirmed that the patient incurred a 3 inch circular area of raised inflamed soft tissues at the level of the greater trochanter with 5 large isolated intact blisters.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a patient warming questionnaire. The purpose of the questionnaire is to understand the patient warming issue, to obtain scan specific information, and to lear of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification. It should be noted that the mr safety guide provides warming and safety instructions regarding patient warming. The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of patient warming.